Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar energy cable to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The cautery cable was found to have the insulation damage at the base of the end that connects to the instrument, causing the connector to hang. There was black residue at the site of the damage, confirming arcing and/or thermal damage. The internal wires seemed to be completely detached. The probable root cause is attributed to damage during use or reprocessing, which may include improper handling of the cable. Additional observation(s) related to customer reported complaint: the cautery cable was found to have a broken wire at the site of the insulation damage. Visual inspection displayed signs of arcing and/or thermal damage which likely contributed to the broken cable. The probable root cause is attributed to damage during use as excessive bending of the monopolar/bipolar energy cables below the connector can lead to broken wires.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the chief surgeon reported that the monopolar energy cable had energy that was unstable. Energy was occasionally available and sometimes not; after the instrument nurse reinstalled it on the table, the energy was used normally. However, during the surgery, it was discovered that the monopolar energy cable was sparking where it connected to the instrument. After pausing the surgery, it was found that the energy cable had been burned and turned black. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the monopolar energy cable, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.